Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure was isolated to an open driven ground wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open driven ground wire could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last pt to use this electrode belt did not report any deficiencies.